Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however an alarm that would have caused an inability to mechanically ventilate was discovered in the logs. The sensor interface board was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit failed preuse checkout and was not able to mechanically ventilate. There was no report of patient involvement.